Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, but nothing was displaying on the screen. The patient was instructed to open and close the battery door, but there was no change in the alarm. The patient was then instructed to remove the batteries from the pump and replace them with new ones. The patient was instructed to power the pump on; however, the pump would not power back on. Multiple attempts were made to remove and replace the batteries, ensuring they were positioned correctly in the pump, but it still would not power back on. The event occurred while in use with a patient at the patient's house. No patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.